Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm and was unable to clear the alarm. Reportedly, the customer was at the pool when the alarm occurred. The customer's blood glucose level was not impacted. The customer declined further troubleshooting.